Manufacturer narrative:
UDI= (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the wire tip got stuck on lesion and a hematoma was noted. The 100% stenosed, 20mm x 3.0mm target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 330cm rotawire was selected for use. During procedure, a unspecified guidewire was advance to the target lesion using an anterograde approach but failed to cross. The wire was then advanced from the right coronary artery through a bypass with a retrograde approached and crossed the lesion successfully. Then a rendezvous technique was performed to cross the guidewire via anterograde approach. The guidewire was replaced with the rotawire and a 1.25mm rotalink plus was used to perform ablation at 180,000 rpm for 10 attempts at 10 seconds each with a rotational speed decreasing from 2,000 to 5,000 rpm. However, the burr did not cross the mid area of the lesion. A balloon catheter angioplasty was decided to be performed to the proximal lad as it was determined that there was high risk of injury if ablation was pursued. As the rotawire was withdrawn, it was noted that the wire was stuck in the lesion. A non-bsc guidewire was thus advance via the rotawire and crossed the proximal lad and a non-bsc balloon catheter was advance through but could not cross the lesion. Angiography was performed and it was confirmed that a large hematoma was in the left main trunk artery and it was also noted that there was a slow contrast flow in the left circumflex artery (lcx). The non-bsc guidewire also got stuck in the lesion. The patient was sent for a bypass operation to surgically remove the rotawire via the lad and lcx. No further patient complications were reported and the patient was then transferred to the intensive care unit for further observation.